Manufacturer narrative:
An email was recieved indicating that there was no patient involvement during this issue.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found system advisory maintenance recommended, the was no motor rate error found in the ehl. Visual inspection and power up process performed. The customer's reported problem was confirmed. According to the investigation, system advisory maintenance recommended was found at power up. However, maintenance recommend alarm is an expected and this normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance. Service's performed pm maintenance and all functional testing passed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "motor rate error". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.